Event description:
It was initially observed that the customer's device had its service indicator illuminated and had logged an event code. After eval by physio-control, it was observed that the therapy pcb assembly was causing the AED function to not have the ability to analyze an ECG rhythm. The paddles ECG was also not functioning. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and observed an open resistor, designator r4, which caused the event code and the AED function to fail.